Event description:
It was reported that the patient was unable to adjust stimulation. A power-on-reset (por) condition was reported and a ¿call your doctor¿ icon was displayed. The reporter indicated that the patient¿s ¿box¿ had not been working for awhile. The batteries were replaced on the day of the report, and that was when the por message was seen. Follow-up with the patient¿s healthcare provider (hcp) indicated that the cause of the event was unknown as the patient¿s last visit was on (B)(6) 2011. It was unknown if the patient required hospitalization.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v309454, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received indicated the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2013 was noted.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown. It was stated that all circuits had impedances greater than 4,000 ohms. It was reported that there was a replacement of the implantable neurostimulator (ins) and the lead. The revision occurred on (B)(6) 2013. The patient's symptom was incontinence. There was no patient hospitalization and no injury.

Manufacturer narrative:
(B)(4).